Event description:
It was reported that the device not recognizing any syringe and not calibrating. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the bottom case was cracked by the front right corner, there was visible contamination by the l bracket pole clamp and on the bottom case. Also, cracked right plunger case. During syringe testing and calibrate syringe size, occlusion testing and checking calibration, the reported problem was duplicated. The root cause of the reported issue was found to be the tapered springe slipped over the collar the barrel clamp rod. Replaced barrel clamp rod, tapered spring and barrel clamp guide. Performed calibration on the device and passed all the functional testing. A corrective and preventative action has been opened to address the reported issue.